Manufacturer narrative:
Results: a sample was not returned for evaluation. A photo was sent that shows a tube with blood on the outside. A review of the device history record revealed no irregularities during the manufacture of the reported lot #5064659. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder leaked from the bottom during blood collection. No serious injury or medical interventions were reported. No mucous membrane exposure was reported.